Event description:
It was reported that the luer lock became disconnected and caused insulin to leak. Customer had elevated blood glucose levels (280 mg/dl). Customer reconnected tubing to luer lock and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.